Event description:
The event involved a 7" (18 cm) smallbore trifuse ext set w/3 microclave® clear, 0.2 micron filter, 2 check valves, 3 clamps, rotating luer where the customer reported that they noticed stickiness to the aads filter on the 3 way extension connected to the PICC. The 3 way extension was changed and the tpn infusion resumed. There was patient involvement, but no patient harm adverse event reported.

Manufacturer narrative:
The customer declined testing. The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.